Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Bed end/rail, tubing/weld broken. Weld broke on arm that is welded to plate. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld at the bed attachment post. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer stated that the customer has an assist bar that has broken at a weld on the bracket that attaches it to the bed.